Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced. On (B)(6)2025 at 6:07:28 to 6:07:38, voltage variations consistent with a loss of ac power were observed. More voltage variations were observed at 6:16:49, by 6:16:53 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2v. This alarm was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored at 6:16:54. The backup battery was able to provide power to the controller during this event. The no external power alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms related to the mobile power unit were active in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. No serial number or lot number was provided by the customer to perform a device history record review on the mobile power unit. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the log files captured a no external power alarm consistent with a loss of alternating current (ac) power while connected to a mobile power unit (mpu) occurred from 6:16:49 to 6:16:54 on (B)(6)2025.